Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past six months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7075154 / 7075354.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was also noted that the patient had inadequate pain relief and the ipg was not holding a charge. The patient underwent an explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.